Manufacturer narrative:
Customer reported that the batteries were checked and rotated on the morning of the reported event. Product in complaint will not be returned. Therefore, physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation has been completed. Please see the related MFR. Report: #3003793491-2014-00217 for autopulse nimh battery with sn: (B)(4); #3003793491-2014-00219 for autopulse resuscitation system model 100 with sn: unknown.

Event description:
Customer received a call regarding a (B)(6) male, weighing (B)(6) pounds. The arrest was witnessed by a bystander. The autopulse platform performed compressions for approximately 2 minutes and then the autopulse nimh battery stopped working. The battery was replaced. However, the platform indicated that this second battery was also "dead" (depleted). No adverse patient sequelae was reported. Patient regained a pulse and was transported to the hospital.